Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the video telescope image was lost. The screen went black for a few seconds, then reappeared. And then the screen went black again. The malfunction occurred, during a laparoscopic radical prostatectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the video telescope image was lost. The screen went black for a few seconds, then reappeared, and then the screen went black again. The malfunction occurred during a laparoscopic radical prostatectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.